Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A peritoneal dialysis (pd) patient contacted fresenius technical support to report an issue with the liberty cycler as the screen was blank in unknown phase. The patient pressed ok and touched the screen but it remained blank. The cycler was rebooted but the screen remained blank. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. The patient does know how to perform capd/manuals. Upon follow up, it was confirmed that the patient did not complete treatment the day of the reported event on the cycler, instead, he had to perform manual exchanges. The patient confirmed he received his cycler replacement as scheduled and completed treatment without any further issues. No patient adverse effects were experienced and no medical intervention was required. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contact reported a blank cycler screen in an unknown phase of pd treatment. The patient pressed ok and touched the screen but it remained blank. The cycler was rebooted but the screen remained blank. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient did not complete treatment the day of the reported event on the cycler, instead, had to perform manual exchanges. The patient contact confirmed receiving a cycler replacement as scheduled and completed treatment without any further issues. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.